Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2352700, model: sc-2352-70, serial: (B)(4), batch: 5098513.

Event description:
It was reported that the patient was admitted to the hospital following a fall. The spinal cord system (scs) was interrogated and high impedances were observed on both cervical and thoracic leads. Lead fracture was suspected. The patient underwent a lead replacement procedure and was doing well post-operatively. The explanted leads were discarded by the facility.

Event description:
It was reported that the patient was admitted to the hospital following a fall. The spinal cord system (scs) was interrogated and high impedances were observed on both cervical and thoracic leads. Lead fracture was suspected. The patient experienced inadequate stimulation, underwent a lead replacement procedure, and was doing well post-operatively. The explanted leads were discarded by the facility.

Event description:
It was reported that the patient was admitted to the hospital following a fall. The spinal cord system (scs) was interrogated and high impedances were observed on both cervical and thoracic leads. Lead fracture was suspected. The patient experienced inadequate stimulation, underwent a lead replacement procedure, and was doing well post-operatively. The explanted leads were discarded by the facility. Additional information was received that the physician assessed the fall as not device or stimulation related.